Event description:
It was reported that the device was explanted due to premature elective replacement indicators (eri). The pacing output at time of eri was 5v at 1ms, however, capture management was off and physician indicates that at last appointment it was programmed to 2.5v. No patient complications were reported as a result of this event.